Manufacturer narrative:
No injury reported. The consumer brought their chair in form service because, the chair would not charge. The dealer was servicing the chair when he heard clicking. Later when he continued to service the chair, he heard sparks and started to smell a burnt odor. Dealer's service methods are unknown and it is unknown while servicing the chair contributed to the event. There is no injury reported. MDR filed as a result of dealer observing a burnt odor.

Manufacturer narrative:
No injury reported. The consumer brought their chair in form service because the chair would not charge. The dealer was servicing the chair when he heard clicking. Later when he continued to service the chair he heard sparks and started to smell a burnt odor. Dealer's service methods are unknown and its unknown while servicing the chair contributed to the event. There is no injury reported. MDR filed as a result of dealer observing a burnt odor. (B)(6) - an evaluation was completed by invacare and the device would not operate. Heat damage was noted on several components in the charger.

Event description:
The dealer states, he was trouble shooting the chair when he allegedly heard sparks and started to smell something was burning and unplugged the charger. No injury is alleged.

Event description:
The dealer states he was trouble shooting the chair when he allegedly heard sparks and started to smell something was burning and unplugged the charger. No injury is alleged.